Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dermatosis ("face dermatosis"), arthralgia ("joint pain ") and adverse event ("serious adverse events, especially related to heavy metals in essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dermatosis and arthralgia outcome was unknown. The reporter considered adverse event, arthralgia, dermatosis and pelvic pain to be related to essure. The reporter commented: after the insertion of essure, by a gynecologist, the patient experienced serious adverse events, especially related to heavy metals in essure. The patient had physical and psychological sequelae, extremely painful, during more than ten years. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of pelvic pain ('extremely painful') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), dermatosis ("face dermatosis"), arthralgia ("joint pain") and adverse reaction ("serious adverse events, especially related to heavy metals in essure"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dermatosis and arthralgia outcome was unknown. The reporter considered adverse reaction, arthralgia, dermatosis and pelvic pain to be related to essure. The reporter commented: after the insertion of essure, by a gynecologist, the patient experienced serious adverse events, especially related to heavy metals in essure. The patient had physical and psychological sequelae, extremely painful, during more than ten years. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 21-feb-2022: ha number added. On 23-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.